Manufacturer narrative:
Block b3: exact date unknown, event occurred years prior to the date the manufacturer became aware.

Event description:
It was reported that the patient had pain at the implantable pulse generator (ipg) site. It was also noted that the patient was experiencing frequent and extended ipg charging. The patient underwent an ipg replacement procedure wherein a magnetic resonance imaging (MRI) compatible device was implanted. The patient was doing well postoperatively and the explanted device was not returned.